Event description:
A baxter sales representative reported a transfer set was not able to connect to the "y-set" with a clean flash device. There were no mistakes found in the user procedure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This complaint for a connection issue was confirmed in the lab. The results of a sample evaluation revealed that the spike tip contained a rough edge. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.